Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement . Product worked as intended. Most likely underlying root cause of malfunction: sample issue test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/26/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states she called her doctor, the doctor gave her "medical advice". Customer states she does not need products replaced because they are working fine now. No symptoms of high or low blood sugar at this time.

Event description:
Consumer reported complaint for e-0 blood glucose test results and symptoms. The customer is concerned with meter errors obtained accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report having gestational diabetes and feeling sweaty. Medical attention is not reported as a result of the actual blood glucose results at the time of the call. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of e-2 using true metrix meter. The test strip lot manufacturer's expiration date is 06/129/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.